Event description:
It was reported that during a da vinci nissen fundoplication procedure, frayed wires were identified on the mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found one grip close cable broken at the distal idlers. The cable segment stuck out between the instrument's grips approximately .559 in length. The pitch up cable was also frayed at the distal clevis hub. Frayed strands stuck out at the instrument's wrist. Failure analysis investigation also found the following unreported damages to the instrument: the distal idler pulley on which the broken cable was seated had a section of small indentations on the edges and a large indentation on the surface. Failure analysis concluded the pulley damage was likely due to mishandling and contributed to the cable breakage. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Various scratches on the distal end of the main tube exhibiting light material removal were found. The scratches were .252 - .085 in length and not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken and frayed cables and the additional finding of tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.